Manufacturer narrative:
The cerelink sensor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
This is 2 of 3 reports linked to mfg report number: 3013886523-2021-00537, 3013886523-2021-00538. A facility reported a patient had a cerelink sensor placed with good waveform and icp value. 25 to 30 minutes later, the surgeon received a call that the icp reading was -32. They changed the cables and showed a message of failed sensor. The monitor read occasionally then worked again. It stopped working again at 11pm. The surgeon decided to wait until morning but still did not work. They took the patient back to the operative room to have it replaced. A second sensor would not zero with the monitor which stated failed sensor and it was replaced with another sensor.